Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump did not deliver insulin. The blood glucose reading was 223 mg/dl. The customer stated that when she changed the battery out, the insulin pump would lose some of its memory and would require settings changes. She stated that she had not received any error messages but believed that her high blood glucose levels were caused by a device malfunction. She noted that she had been treating with manual injections. Troubleshooting was declined and the customer requested a replacement insulin pump. Nothing further reported.